Event description:
The reporter stated that she has rec'd has er1 message occasionally. When she get this message she will retest and eventually get a number value. No change in treatment, no medical intervention, no adverse reactions, and no allegation of harm.